Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative (rep) regarding an unknown patient who was receiving an unknown drug via an implantable pump. The pump was empty on an unknown date and the reporter did not have access to the patient or clinical programmer (8840). It was noted that on the morning of this report date, the rep was called by the health care professional¿s office requesting to know if he could help them get the drug to refill the patient who let the reservoir run dry and the rep reviewed that the manufacturer does not deal with the drug and stated that he wanted to discuss the pump management with them further. The rep was requesting clarification on empty pump management. There were no symptoms reported. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received on 2017-apr-26 from the health care professional (hcp). It was reported that, upon interrogation of the pump, the pump was not alarming and was not out of medication. According to the hcp, the patient was "doing fine". No further complications were reported.